Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with four bands attached to it and the ligator housing teeth were found bent. The handle had marks of the trip wire indicating that it was secured. Additionally, it was found that the suture was broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had four bands attached to it, the ligator housing teeth were bent, and the suture was broken. Although the suture was broken, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. The physician installed the ligator accordingly. During the procedure, when the first band was attempted to be deployed, it could not be deployed, so it was taken out and deployed manually. When the second band was deployed, it deployed normally. When the third band was attempted to be deployed, it could not be deployed and was taken out and deployed manually again. When the fourth band had the same problem where it could not be deployed, the physician decided to remove the ligator and then replaced with a new one and continued the procedure. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. The physician installed the ligator accordingly. During the procedure, when the first band was attempted to be deployed, it could not be deployed, so it was taken out and deployed manually. When the second band was deployed, it deployed normally. When the third band was attempted to be deployed, it could not be deployed and was taken out and deployed manually again. When the fourth band had the same problem where it could not be deployed, the physician decided to remove the ligator and then replaced with a new one and continued the procedure. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.